Event description:
During service of the unit the device went into a reset loop waith an audible and visual inop alarm. Replaced power board, due to integrated circuit u23, to correct the failure mode.